Event description:
"Pt stepped down from stool, lost footing, knee buckled and fell to floor." Pt broke his hip and has recovered. The practitioner was made aware of the type of medical intervention that was required but did not share that info. Estimated date of injury is 2006.

Manufacturer narrative:
The initial reporter has stated that the involved device will be returned for evaluation and any required repairs.